Event description:
It was reported that the customer experienced high blood glucose of 462 mg/dl. Customer received a no delivery alarm which was resolved by changing the infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.